Event description:
On (B)(6) 2011, the coroner's office reported that the vns patient had passed away at an unknown date and due to an unknown reason at this point. The patient's body was reported to be badly decomposed. The coroner's office stated that the autopsy has not yet been completed and may take up to 120 days to be completed. A copy of the autopsy report has been requested from the coroner's office but it has not been received by the manufacturer to date. The patient's last known neurologist was contacted regarding additional information about the patient's passing, but the neurologist's office stated that they do not have a record of this patient and the neurologist said he did not know who the patient was. They stated that the patient may have seen the neurologist when he was at a different location a long time ago but he has not seen the patient since then if he did indeed see the patient. Since the patient has not seen the neurologist in many years, if he in fact was ever seen by the neurologist, he could not provide any further information about the patient's death. According to the patient's obituary, he passed away on (B)(6) 2011. No further information was provided in the obituary.

Event description:
Information was received from the coroners office noting that the primary cause of death was blunt force trauma to the head and their seizure disorder was secondary. No other relevant information has been received to date.

Event description:
Generator analysis was completed. As received at decontamination and on the test bench the elective replacement indicator (eri) flag was set. During monitoring and the final test, the eri flag was not set. Analysis concluded that the battery was near an eri condition. In the product analysis(pa) lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. With the exception of the eri flag found at decontamination and on the test bench, which were due to the battery voltage being near an eri condition, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no abnormal performance or any other type of adverse condition was found with the generator. Lead analysis was performed. A significant portion of the lead (including the electrode array portion) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Two set screw marks were seen on the marked connector pin providing evidence that proper contact between the setscrew and the marked connector pin existed at least once. Abrasions and white deposits were seen on the marked connector boot. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. No other relevant information has been received to date.

Event description:
Generator and lead were returned for product analysis. Product analysis is underway and has not been completed to date. No other relevant information has been received to date.